Event description:
It was reported that before ukr navio handpiece has thumb screw broken off in hole where tracker clamp connects and unable to use handpiece. It was unable to remove and opened a new tray to use a new handpiece. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The handpiece array thumbscrew has broken off in the helicoil. There is a slit in cord approx. 10.5" from connector and the connector is misshaped. The handpiece side strain requires additional silicone. Although the reported problem was visually confirmed, a functional evaluation was performed. Handpiece troubleshooting test was completed and passed with a t1 value of 16. No additional functional nonconformances were identified. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be user error. No corrective actions have been initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system user¿s manual, 500196 rev. C.